Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis over the coil site (specific date not reported). The patient was subsequently hospitalized for 5 days and treated with IV and oral antibiotics (specific date and duration not reported); however, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2025, for skin flap revision and explantation surgery. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection and impaired wound healing at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available.